Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional via a manufacturer representative reported the surgeon wanted to connect the implantable neurostimulator (ins) to the lead and it was difficult to insert the lead into the header of the ins. After several trials, the surgeon could hardly insert the lead, but the impedance was >4000 ohms at pole 0. After removing the lead, another cleaning and inserting again, the impedance at pole 0 was still the same. The surgeon tried to clean inside the header of the ins carefully by using a syringe, but that did not change the impedance at pole 0. Intra-operational testing of the lead resulted in visible muscular response at all poles. That was why the surgeon decided to use a new ins. The new one worked very well and all impedances were >1000 ohms. The issue was noted as resolved. No symptoms were reported. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, model 3058, (B)(4), found set screw backed out too far. Analysis determined that the set screw on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Analysis determined that the set screw of the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block and was cross-threaded. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a lead insertion test was performed on the ins. Insertion and withdrawal was performed 3 times with a dry lead, and found to be within specifications. If information is provided in the future, a supplemental report will be issued.